Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having reoperation for adolescent idiopathic scoliosis (ais) involving levels th2-l3 . It was reported that thetip of the driver was damaged during translace removal. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # 5584332, lot # ct19g017. Visual and optical inspection confirmed the entire torx tip of the driver has been sheared off. The damage to the driver is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.